Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was oversensing t-waves due to sensitivity settings in the device. The device did not deliver any inappropriate shocks. The entire system remains implanted. No patient complications have been reported as a result of this event.